Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system there were intermittent false positives. No patient impact was reported. The following information was provided by the initial reporter: "the mgit 960-b drawer reported intermittent false positives, and the difference test was done, using patient samples, but not used for treatment."

Manufacturer narrative:
H.6. Investigation summary: catalog # 445870, s/n (B)(6) the customer reported the mgit 960-b drawer reported intermittent false positives. No patient impact was reported. The fse went on site, cleaned the optical paths of drawer b and stated the instrument works normally and that the possible issue was a dirty light path. The root cause cannot be determined as there was no malfunction of the instrument and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system there were intermittent false positives. No patient impact was reported. The following information was provided by the initial reporter: "the mgit 960-b drawer reported intermittent false positives, and the difference test was done, using patient samples, but not used for treatment."

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.¿